Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. Date of event unknown the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04652 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, a generator error (e83) occurred and no additional impedance was possible up to 50 watts. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.